Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient pre-cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope is stored. The foreign material was identified as organic silicone. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: instructions for use operation manual chapter 3 preparation and 3.2 inspection of the endoscope instructions for use (operation) [for safe use], [chapter 4, section 1: inserting the endoscope - air supply, spraying, water supply, suction], and instructions for use (cleaning/disinfection/sterilization) [chapter 3, section 3: bedside cleaning - cleaning the air and water supply channels], [chapter 3, section 5: main cleaning - cleaning the external surfaces, rinsing all channels], [chapter 5, section 1: storing the endoscope] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the mouth of the air/water nozzle. There was no patient involvement.